Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. And not reproduced. The event history log (ehl) review was performed. The customer did not provide and event occurrence date, however the last days of customer use documented in the history log were reviewed. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate accuracy test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.